Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy. The patient was requesting a manufacture representative (rep) to reprogram their device. The new programs the patient has are not working for them. If they move wrong or cough they get a terrible sensation down their legs. Additional information was received from the patient on (B)(6) 2017. It was reported that diagnostics were not performed related to the terrible sensation issue but the patient did speak to a manufacturer representative (rep) to discuss changing the programs. At the time of the report, the terrible sensation issue did not resolve and the patient stopped using the new programs. In (B)(6) 2017 it was reported that the patient had not used stimulation therapy for the past 3-4 months from this report because the stimulator was giving "intense signals" even when patient would sleep. The patient stated he had a doctor appointment on (B)(6) 2017 but would like to see a manufacturing representative (rep) sooner for programming so he can try use the ins. On (B)(6) 2017 additional information was received from the patient. It was reported that intense signals were due to the 2 lead wires being placed a slightly different spot in their spinal column. Ever since then the patient got intense signals that ran down both legs and hips that made it impossible to use the device. The patient indicated that the issue was something that no one can figure out. On (B)(6) 2017 the manufacturing representative (rep) reprogrammed their device but no avail. The intense signals have not been resolved as of this report. The patient clarified that the intense signals were a "short burst of hellish pain" when they moved slightly in bed or if they coughed. It was the strongest jolt possible, much stronger than "10" on a score of 0-10 ten being the strongest. Patient could not use their device because of the terrible jolts that happen. No further patient symptoms or complications were reported in this event.